Event description:
Patient had been complaining of increased pain. The patient was seen in the office as the hcp wnated to change out the medication in the pump. He was unable to aspirate drug from the sideport and it was determined there was a fracture in the catheter. A new catheter was implanted in 2005 and a prime "was incorrectly programmed." The patient became unresponsive, was admitted to the intensive care unit, and had a respiratory arrest. Patient was given IV narcan which did not help much. Two days later, the patient was discharged from the hospital at baseline and is reported to be doing fine.